Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, and the caregiver reports that the customer was unable to obtain glucose readings. The caregiver did not specify symptoms experienced by the customer; however, it was reported that the customer was unable to self-treat and received an unspecified treatment from a healthcare professional (hcp) for hyperglycemia diagnosis. The caregiver was unable to provide further information regarding the medical event. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The exact date of event is unknown; the date of event provided was "sometime in january". The date entered in section b3 is 01 january 2026. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Sensor data was analyzed and no abnormalities were observed with the sensors data. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, and the caregiver reports that the customer was unable to obtain glucose readings. The caregiver did not specify symptoms experienced by the customer; however, it was reported that the customer was unable to self-treat and received an unspecified treatment from a healthcare professional (hcp) for hyperglycemia diagnosis. The caregiver was unable to provide further information regarding the medical event. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.